Event description:
It was reported that the motor had heat and could not operate it. No known patient impact. Additional information received and indicated that the device was not usable due to error code. The event occurred during intra-op. There was no patient impact. The procedure successfully completed with another device.

Manufacturer narrative:
Product analysis # as a result of the inspection of medtronic (B)(4), upon incoming inspection, the motor did not operate so the requested pre temperature test could not confirm the overheating issue. No abnormalities were found in the external appearance. If information is provided in the future, a supplemental report will be issued.